Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet with a g7 cgm, following ongoing pump issues, a factory reset, and a subsequent full supply change with no visible infusion set damage or leakage; insulin delivery was resumed and the user self-administered two subcutaneous insulin pen injections of 60 units each, with blood glucose peaking at 300 mg/dl for approximately 6 hours. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included a temporary impairment requiring user-initiated corrective action with non-device insulin therapy; the user presented to the emergency department but was not treated. Investigation included technical support review, troubleshooting, and education on supply replacement and device reset. Investigation of this case revealed no confirmed device malfunction or component damage and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.